Manufacturer narrative:
(B) (4). The ge service rep adjusted the potter contrast. The system operates as intended.

Event description:
The customer reported that there was no image on the monitor. The system operates as intended.